Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause was undetermined due to the sample not returned.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 4 of 4. There was no patient or bag disconnection. There were no leaks and no loose connections. The technical service representative (tsr) advised the home patient (hp) to cycle power to clear the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated he did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated he rolled over on the lines during drain which may have occluded the flow, but stated there was no break in the sterile pathway. The hp advised that he was able to complete therapy with manual supplies. The hp notified his nurse of the alarm who advised him on proper procedures. There was no patient injury or medical intervention reported.